Event description:
Maquet cardiovascular received a maude event (B)(4) written by (B)(6) "risk manager" of which FDA sent to crm boston scientific on (B)(6) 2009 and in turn bs forwarded to mcv on (B)(6) 2009, stating endovascular vein harvest scissors in camera view noticed tip of scissors was bright red hot and smoking. Device was removed from service. Tip was intact, but charred on tip. Tip did not cool until device unplugged from bovie cord." Maquet's territory manager sales representative contacted the customer and the harvester stated that they were performing an endoscopic radial, smoke in the tunnel. The harvester paused to see if smoke would clear and it did not. She removed the device and the jaws were glowing bright red and they unplugged the unit and put it aside. A replacement was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval it will be difficult to confirm the reported problem. A lot history record review cannot be performed because the lot number was not provided. (B)(4).